Event description:
It was reported that during routine follow up, lead dislodgement was noted via diagnostic imaging. When lead positioning was unsuccessful the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.